Event description:
It was reported that this right atrial (ra) lead had exhibited noise and out of range impedance measurements above 3000 ohms that triggered a lead safety switch (lss). The ra lead was fractured. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had exhibited noise and out of range impedance measurements above 3000 ohms that triggered a lead safety switch (lss). The ra lead was fractured. This ra lead remains in service. No adverse patient effects were reported. Additional information was received and this ra lead was explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.

Manufacturer narrative:
The device was not returned by the customer, therefore, no product analysis could be performed.

Manufacturer narrative:
The device was not returned by the customer, therefore, no product analysis could be performed. Upon receipt at our post market quality assurance laboratory, visual inspection showed the lead had returned intact with dried body fluid in the helix housing and melt marks in outer insulation likely due to explant electrocautery damage. The outer coil conductor measured an electrical open, indicating a fractured or broken conductor. X ray showed fractured outer coil with a slight bend in the lead body approximately 190 mm from the terminal end. Direct observation of a fractured lead outer conductor with characteristics indicating cyclic fatigue is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right atrial (ra) lead had exhibited noise and out of range impedance measurements above 3000 ohms that triggered a lead safety switch (lss). The ra lead was fractured. This ra lead remains in service. No adverse patient effects were reported. Additional information was received and this ra lead was explanted and replaced. No additional adverse patient effects were reported. This product has returned for analysis.